Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on an unspecified number of bd veo¿ insulin syringes with the bd ultra-fine¿ needle were off, with the first line being in different places on different barrels. The following information was provided by the initial reporter: "parent stated his minor child was just recently diagnosed with type 1 diabetes. Stated, he is a new user to syringes. Stated, on different syringes, he's noticed the "first line is in different places on the barrel, (scale markings incorrect) stated, he is concerned he might be giving him more than 1 unit stated, any syringes he finds with this discrepency, he will not use because he is concerned he may be giving his child the wrong dose stated, his numbers appear fine but it is still new to him."

Event description:
It was reported that the scale markings on an unspecified number of bd veo¿ insulin syringes with the bd ultra-fine¿ needle were off, with the first line being in different places on different barrels. The following information was provided by the initial reporter: "parent stated his minor child was just recently diagnosed with type 1 diabetes. Stated, he is a new user to syringes. Stated, on different syringes, he's noticed the "first line is in different places on the barrel, (scale markings incorrect) stated, he is concerned he might be giving him more than 1 unit stated, any syringes he finds with this discrepency, he will not use because he is concerned he may be giving his child the wrong dose stated, his numbers appear fine but it is still new to him."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.